Event description:
It was reported that the saw blade broke during a procedure. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that one of the mount tabs had broken off. Lot no details provided appear to be incorrect. Based on the information available and other more recent complaints reporting similar events, the root cause is determined to be multi-factorial.